Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was failed to open after deployment. As per surgeon mentioned it was not pliable. Additional information has been requested.